Event description:
It was reported that the customer's insulin pump received multiple alarms, after being stored for an extended period of time. Troubleshooting was performed. The unexpected restart and language programming alarms were considered to be normal insulin pump behavior. A self-test was performed and passed for an additional alarm. A prime alarm was mentioned during troubleshooting for other alarms on the insulin pump. It was stated the customer's father wished to receive a call back to troubleshoot for a prime alarm. The customer's blood glucose was 266 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.